Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a device replaced because the ins was not working properly. This was noted to have started ¿maybe 3 years ago or 2014.¿ it was also noted that they think the leads were not replaced when the ins was replaced. No further patient complications are anticipated or expected as a result of this event.